Manufacturer narrative:
Device evaluation: the lens was not returned to the manufacturer as the lens remains implanted. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured and released according to specification. A search of complaints related to this production order was reviewed. The search revealed no other complaints for this production order number has been received to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted, give date: n/a there is no indication at the time of this report that the lens has been explanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a zxr00 intraocular lens (iol) in left eye, patient was very myopic and is extremely dissatisfied. Reportedly, there was no improvement post-implantation. Customer does not know when laser correction will be done. Following additional information was received: biometrics made by (B)(6), lens chosen: diopter 22 target -0.38, lightly myopic. Visual acuity pre operative: 20/100. Visual acuity post operative: 20/200. -1.75 -0.75 65 subjective. -2.50 -1.75 64 ar (auto refractor). No further information was provided.